Event description:
Our rep is reporting to us that during an arthroscopic knee procedure the surgeon observed metal filings emanating from a 7mm offset femoral aimer and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. The rep was present and believes that technique was the underlying reason for the metal debris.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power. In general, the device appears in good condition; however, there are some telltales which indicate that there may have been some lateral contact with the drill bit or the drill at the proximal entrance of the cannula. Also, the complaint reporter indicated in their event narrative that they thought that technique was the root cause of the reported issue. Outside of that consideration, no other root cause can be determined. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.